Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during placement, the impella 5.5 was not able to advance into the ascending aorta despite stiff buddy wires. The decision was then made to proceed with placing an impella cp through the right axillary graft. The patient is stable.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of delivery issue is determined to be patient condition because the doctor was unable to advance impella 5.5 into the ascending aorta despite stiff buddy wires but they were able insert impella cp later without any issues. So the root cause is determined to be patient condition.